Event description:
Per the clinic, the patient was hospitalized due to pain at the implant site. Additional information has been requested, however, not received as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)a cover letter was provided to the agency regarding this event. Implanted device remains.